Manufacturer narrative:
The device has been received and the evaluation is pending. A supplemental report will be submitted when the evaluation is complete. The sterilization and lot history records were reviewed and found to be acceptable. This vitrectomy cutter is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.

Event description:
A report was received from a user facility in the (B)(6) stating: "the cutter worked fine during testing; 30-40 seconds into the vitrectomy it stopped. Another cutter was opened and the same thing happened. A third cutter was opened and it worked fine and was used to complete the procedure." There was no serious injury or report of permanent impairment related to the event.